Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/13/2016 with the following findings: during testing, all of the keypad buttons responded properly to user presses. No damage was found to the keypad. The keypad cover was removed, and no contamination or other anomalies were found on the button contacts. The complaint was not duplicated. Unrelated to the complaint, moisture was observed behind the display lens. The bolus button cover was also observed to be torn; however, the button was functional. A leak test was performed and failed due to a bolus button leak. The pump case was removed, and damage due to moisture was found on several internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event, and the issue was not resolved with troubleshooting. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.